Event description:
The pt received two leads from the same lot number. It was reported the pt experienced uncomfortable and strong stimulation occasionally; the pt turned off the device when the issue occurred. The pt also reported she felt the stimulation sensation in the stomach once, but the pain area was in her legs. Follow-up info received the pt met with the sjm representative but the reprogramming was unsuccessful. It was reported the pt was referred to a neurosurgeon and she may undergo a surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.